Event description:
Caller reported false negative hcg urine pregnancy results on multiple pts. One pt had a negative result on the urine pregnancy test (no line appeared) but had a serum quantitative test result of 100miu/ml. Caller mentioned that in the last month, they had a half dozen false negative urine hcg results where the blood tests all came back 'very high'. No other pt info was provided.

Manufacturer narrative:
Investigation pending.